Event description:
It was reported that a pt underwent a sling procedure on (B) (6) 2009. During the procedure, the surgeon was using forceps on the tissue and damaged the urethra. Immediately, the damaged urethra was repaired with suture. After that, the sling was placed. On (B) (6) 2010, the pt reported incontinence of urine. When the surgeon examined the pt, a one centimeter by five millimeter portion of the mesh was found to be exposed at the site of the prior urethral site injury. The exposure site has not yet been repaired. The pt has regained continence at this time.

Manufacturer narrative:
(B) (4). (B) (4). Mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch 3269996 mfg date: 03/23/2009, exp date: 03/31/2012. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.